Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the patient called with alarm and pump was stopped. Settings were reviewed. The pump was turned off, tubing was clamped and cassette was removed. No air bubbles were noted. Tubing was massaged while green tap was pressed and cassette was tapped on a hard surface. Cassette was reattached, tubing was clamped and pump was turned on. The pump was restarted and the display read run. No patient injury was reported.